Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was leaking from inside the casing when tested. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs related to the complaint. The customer¿s reported issue was confirmed as small water leaked at the bottom of the tank cover and was replaced. The root cause of the reported issue was a tank cover gasket. The device passed the electrical safety and functional tests.